Event description:
It was reported to nova biomedical on (B)(6) 2009 that sometime during (B)(6), he had experienced a hypoglycemic event requiring medical intervention. The consumer reported he received an error code on his meter, which did not allow him to test his blood glucose level. The consumer admitted he would guess and administer an unknown amount of oral medication which subsequently caused him to experience a hypoglycemic event. It was discovered during troubleshooting that the consumer is using the product outside of the meter's temperature operating range. The consumer was educated on these directions for use at the time of call. The meter and test strips will not be returned for evaluation.